Manufacturer narrative:
H.6. Investigation: DHR's were performed for the affected lots and no records of the incident were found. Photo was returned and confirmed the defect. The foreign matter occurred due to epoxy nozzle with leakage at the assembly machine. This was repaired in maintenance. H3 other text : see h.10.

Event description:
It was reported that there was discoloration with the needle with a bd needle 18x1-1/2 ll eclipse¿. The following information was provided by the initial reporter, translated from portuguese to english: the color of the product was altered, the product was with stains. Additional information provided by initial reporter: 1 unit affected. The change of color is in the metallic part - presence of foreign body adhered to the metal body of the needle, this time a foreign body of milky aspect. Noted before use. No harm to patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was discoloration with the needle with a bd needle 18x1-1/2 ll eclipse¿. The following information was provided by the initial reporter, translated from to (B)(6) english: the color of the product was altered, the product was with stains. Additional information provided by initial reporter: 1 unit affected. The change of color is in the metallic part - presence of foreign body adhered to the metal body of the needle, this time a foreign body of milky aspect. Noted before use. No harm to patient.